Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances measuring greater than 2,500 ohms. Subsequently, this lead was surgically abandoned and replaced with another manufactures lead. No additional adverse patient effects were reported.